Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable totest the low reservoir alarm, constant tone or display anomaly due to no button response. Unit had cracked case at display window corner lower left and lower right corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 69 mg/dl. Troubleshooting was performed. The device was returned for analysis.